Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with device in backup vvi mode. Device download was performed and device was reprogrammed to original settings successfully. Patient was stable.